Manufacturer narrative:
The insulin pump had normal operating vibration and passed the self test. No vibrator anomaly was noted during testing. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the vibration on the customer's insulin pump does not work. The patient's blood glucose at the time of incident was 13.4 mmol/l. The vibration stopped functioning after the battery was changed. The customer was advised to install a new battery and to perform a self-test. The pump did not vibrate during the self-test. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.